Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation / essure coils was imbeded into my uterus"), device expulsion ("migration of essure device location of device: uterus, expulsion of essure device") and genital haemorrhage ("abnormal bleeding/ bleeding") in a 41-year-old female patient who had essure (ess205) (batch no: i2279385-inv,12279385) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's concurrent conditions included overweight, tympanic membrane perforation, irregular periods, anxiety, depression, hypothyroidism, ovarian cyst, paratubal cyst, menstrual cycle abnormal, uterine bleeding and endometriosis. Concomitant products included colecalciferol (vitamin d3) and levothyroxine sodium (synthroid). In 2005, the patient experienced pelvic pain ("pain") and fatigue ("fatigue"). On (B)(6) 2005, the patient had essure (ess205) inserted. In april 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2016, the patient experienced premature menopause ("hormonal changes describe: due to hysterectomy- I have early menopause symptoms") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 10 years 9 months after insertion of essure (ess205). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysgeusia ("metallic taste in mouth"), dizziness ("dizziness") and adnexa uteri pain ("ovary pain"). The patient was treated with surgery (robotic assisted hysterectomy with bilateral salpingectomy.). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device expulsion, premature menopause, fatigue and weight increased outcome was unknown and the genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dysgeusia, dizziness and adnexa uteri pain was resolving. The reporter considered adnexa uteri pain, device expulsion, dizziness, dysgeusia, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, premature menopause, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight as of on (B)(6) 2018: 161lbs approximate weight at the time of essure placement 152 lbs. On the right 10 coils were showing in the endometrial cavity after placement. On the left side 5 coils were noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Pathology test - on an unknown date: the fallopian tubes have wire coils inserted in them but otherwise grossly unremarkable. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, uterine perforation. Lot number: i2279385 is invalid. Lot number: 12279385, manufacture date: 2005/03, expiration date: 2007/02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation / essure coils was imbeded into my uterus"), device expulsion ("migration of essure device location of device: uterus, expulsion of essure device") and genital haemorrhage ("abnormal bleeding/ bleeding") in a 41-year-old female patient who had essure (ess205) (batch no. I2279385, 12279385) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's concurrent conditions included overweight, tympanic membrane perforation, irregular periods, anxiety, depression, hypothyroidism, ovarian cyst, paratubal cyst, menstrual cycle abnormal, uterine bleeding and endometriosis. Concomitant products included colecalciferol (vitamin d3) and levothyroxine sodium (synthroid). In 2005, the patient experienced pelvic pain ("pain") and fatigue ("fatigue"). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2016, the patient experienced premature menopause ("hormonal changes describe: due to hysterectomy- I have early menopause symptoms") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 10 years 9 months after insertion of essure (ess205). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysgeusia ("metallic taste in mouth"), dizziness ("dizziness") and adnexa uteri pain ("ovary pain"). The patient was treated with surgery (robotic assisted hysterectomy with bilateral salpingectomy.). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device expulsion, premature menopause, fatigue and weight increased outcome was unknown and the genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dysgeusia, dizziness and adnexa uteri pain was resolving. The reporter considered adnexa uteri pain, device expulsion, dizziness, dysgeusia, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, premature menopause, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight as of (B)(6) 2018: 161lbs approximate weight at the time of essure placement 152 lbs. On the right 10 coils were showing in the endometrial cavity after placement. On the left side 5 coils were noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Pathology test - on an unknown date: the fallopian tubes have wire coils inserted in them but otherwise grossly unremarkable. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, uterine perforation. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical record received. Reporter's information, concomitant disease, concomitant drug, lab data and lot number was added. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation / essure coils was imbeded into my uterus"), device expulsion ("migration of essure device location of device: uterus, expulsion of essure device") and genital haemorrhage ("abnormal bleeding/ bleeding") in a 41-year-old female patient who had essure (ess205) (batch no. I2279385) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test." The patient's concurrent conditions included overweight and tympanic membrane perforation. Concomitant products included colecalciferol (vitamin d3). In 2005, the patient experienced pelvic pain ("pain") and fatigue ("fatigue"). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2016, the patient experienced premature menopause ("hormonal changes describe: due to hysterectomy- I have early menopause symptoms") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysgeusia ("metallic taste in mouth"), dizziness ("dizziness") and adnexa uteri pain ("ovary pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) and she had surgery to remove the essure implant/ hysterectomy (full), salpingectomy (bilateral removal)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device expulsion, premature menopause, fatigue and weight increased outcome was unknown and the genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dysgeusia, dizziness and adnexa uteri pain was resolving. The reporter considered adnexa uteri pain, device expulsion, dizziness, dysgeusia, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, premature menopause, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight as of (B)(6) 2018: 161lbs approximate weight at the time of essure placement 152 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Event added: hormonal changes describe: due to hysterectomy- I have early menopause symptoms, abnormal bleeding (vaginal, menorrhagia), migration of essure device location of device: uterus/ expulsion of essure device, dysmenorrhea (cramping), fatigue, weight gain, metallic taste in mouth, dizziness, ovary pain, essure coils was imbeded into my uterus, she did not underwent essure confirmation test. Event outcome was updated for the event: pelvic pain, bleeding, metal test in mouth, dizzy, dysmenorrhea (cramping). Lot no was added. Concomitant condition and drug was added. Reporter information was added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation / essure coils was imbeded into my uterus'), device expulsion ('migration of essure device location of device: uterus, expulsion of essure device') and genital haemorrhage ('abnormal bleeding/ bleeding') in a 41-year-old female patient who had essure (ess205) (batch no. I2279385-not valid,12279385) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's concurrent conditions included overweight, tympanic membrane perforation, irregular periods, anxiety, depression, hypothyroidism, ovarian cyst, paratubal cyst, menstrual cycle abnormal, uterine bleeding and endometriosis. Concomitant products included colecalciferol (vitamin d3) and levothyroxine sodium (synthroid). In 2005, the patient experienced pelvic pain ("pain/a lot of pain/pain") and fatigue ("fatigue/tired"). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2016, the patient experienced premature menopause ("hormonal changes describe: due to hysterectomy- I have early menopause symptoms") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 10 years 9 months after insertion of essure (ess205). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysgeusia ("metallic taste in mouth"), dizziness ("dizziness"), adnexa uteri pain ("ovary pain"), ovulation pain ("I had pain during my ovulation"), metrorrhagia ("bleeding in between periods"), menstruation irregular ("irregular periods"), asthenia ("feeling weak"), pain ("still experience some pain every now") and abdominal distension ("swelling of my belly"). The patient was treated with surgery (robotic assisted hysterectomy with bilateral salpingectomy.). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device expulsion, premature menopause, fatigue, weight increased, asthenia, pain and abdominal distension outcome was unknown and the genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dysgeusia, dizziness, adnexa uteri pain, ovulation pain, metrorrhagia and menstruation irregular was resolving. The reporter considered abdominal distension, adnexa uteri pain, asthenia, device expulsion, dizziness, dysgeusia, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, menstruation irregular, metrorrhagia, ovulation pain, pain, pelvic pain, premature menopause, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight as of (B)(6) 2018: 161lbs approximate weight at the time of essure placement 152 lbs. On the right 10 coils were showing in the endometrial cavity after placement. On the left side 5 coils were noted. While I m recovering diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Pathology test - on an unknown date: the fallopian tubes have wire coils inserted in them but otherwise grossly unremarkable.. Ultrasound scan - on an unknown date: two coils out of place one of the coil was embedded into my uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, uterine perforation. Lot number i2279385 is not valid. Lot number 12279385, manufacture date:2005/03, expiration date:2007/02. Concerning the injuries reported in this case, the following ones were reported via social media: ovulation pain, metrorrhagia, menstruation irregular, asthenia, pain, abdominal distention. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: fu4 and fu5 processed together: plaintiff fact sheet and social media received: new events I had pain during my ovulation, bleeding in between periods, irregular periods, feeling weak, still experience some pain every now, swelling of my belly added. Lab data added. On 2-oct-2019: fu4 and fu5 processed together. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pain"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, genital haemorrhage and pelvic pain outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and uterine perforation to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.